Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 5025054/5033790.

Event description:
It was reported that patient underwent an explant procedure due to unknown reason.

Event description:
It was reported that patient underwent an explant procedure due to unknown reason. Additional information was received that the explanted devices were not returned. No further information has been obtained despite good faith efforts.